Event description:
It was reported that when patient presented remotely via merlin.net transmission, multiple episodes of noise was observed on the rv lead. No intervention took place. Patient is to be seen in clinic in six months. Patient was stable.